Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motion sensor test failure alarm on their insulin pump. It was reported that insulin was squirting out during manual prime. The customer's blood glucose level was reported to be 169mg/dl. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during basic test due to loose protruded drive support disk. Unable to perform basic occlusion, prime, the excessive no delivery test due to a33 alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.